Manufacturer narrative:
All buttons functioning properly. No damage or unlocked jlcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or unexpected resume alarm noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s act button were sticks, suspected irregular insulin delivery, crack at insulin reservoir window and frequently battery changes. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.